Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump possibly had a losing time issue. The reporter did not allege any harm or injury because of the alleged issue. The reporter admitted that the pump had reverted to default date/time settings four days earlier when the pump's battery was changed. The reporter alleged that the pump switched to default date and time after a battery change. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. The pump was reportedly off by one hour compared to the time on a cell phone. The reporter was able to correct the pump's time. The reporter admitted that she might have set the pump's time incorrectly. The alleged issue was not resolved with troubleshooting. The reporter was informed that the pump should be returned to animas. The reporter refused to return the pump to animas. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a losing time issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.